Event description:
It was reported that the patient was lost to follow up and presented in clinic due to inappropriate therapy. Upon review of the stored electrograms, the right ventricular lead exhibited noise which resulted in inappropriate therapy. The lead was reprogrammed and the patient fine.